Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am finally free. I exited hell yesterday afternoon. Surgery went well even had a great") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you have any post-op imaging done to check for fragment?what type of removal did you have?im sorry your having these issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure coil removal/hysto). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and abdominal pain outcome was unknown. The reporter considered abdominal pain and device breakage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 2 and 3 were processed together. Social media received. New event abdominal pain and reporter were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you have any post-op imaging done to check for fragment? What type of removal did you have? I'm sorry your having these issues') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. Event medical device removal replace new event device breakage. Reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you have any post-op imaging done to check for fragment?what ype of removal did you have?im sorry your having these issues') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), amnesia ("short term memory loss"), adenomyosis ("extensive adenomyosis") and uterine enlargement ("uterus was 3 times the normal size"). The patient was treated with surgery (essure coil removal/hysto). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, abdominal pain, amnesia and adenomyosis outcome was unknown. The reporter provided no causality assessment for amnesia with essure. The reporter considered abdominal pain, adenomyosis, device breakage and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Reporter were added. Event added as uterus enlargement, adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you have any post-op imaging done to check for fragment?what ype of removal did you have? Im sorry your having these issues') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), amnesia ("short term memory loss"), adenomyosis ("extensive adenomyosis") and uterine enlargement ("uterus was 3 times the normal size"). The patient was treated with surgery (essure coil removal/hysto). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, abdominal pain, amnesia and adenomyosis outcome was unknown. The reporter provided no causality assessment for amnesia with essure. The reporter considered abdominal pain, adenomyosis, device breakage and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Reporter were added. Event added as uterus enlargement, adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.